Event description:
It was reported that the right atrial (ra) lead was undersensing due to unnecessary, pre-emptive programming of a blanking parameter after a ventricular event. The lead parameters were adjusted and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.